Event description:
It has been further reported that the patient was being considered for a revision as ankylosis is forming around the prosthesis. It is also reported to have nothing to do with the implant or the patient's behavior itself.

Manufacturer narrative:
Upon reassessment of the reported event based on additional information, this product did not cause or contribute to the reported event. This initial report submitted needs to be voided. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a tmj arthroplasty on an unknown date. Subsequently, the patient is being considered for a left side custom product on an unknown date due to an unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.